Event description:
The MFR became aware of the reported event by a serious adverse events report provided by the user facility. This female was seen several times at another facility for complaints of headache. As part of her evaluation, it was revealed that she had bilateral internal carotid artery aneurysms. At the event facility, angiography confirmed a right ophthalmic segment internal carotid artery aneurysm, a right superior hypophyseal artery aneurysm, and a left broad-necked supraclinoid carotid aneurysm. She underwent stenting and coiling procedures for the right ophthalmic segment and the right superior hypophyseal artery aneurysms. The left broad-necked supraclinoid carotid aneurysm was deferred to the future. With usual technique, the pt was prepped and systemically heparinized to maintain an act of 250-300 seconds. Approach was made from the right internal carotid artery. A microcatheter was advanced into the ophthalmic segment internal carotid artery aneuysm. Several attempts were made to coil the aneurysm using three various size coils. However, each herniated into the parent vessel. It is noted that these were not detached and the microcatheter was removed. (It appears that these were not bsc coils.) In the next phase of the procedure, a stent was successfully deployed across the neck of the internal carotid aneurysms. The proximal portion of the stent was just proximal to the ophthalmic segment aneurysm. The distal portion of the stent was at the distial supraclinoid internal carotid artery distal to the large right posterior communicating artery. (It appears that one stent was used to bridge both aneurysms). In the next phase, a microcatheter was advanced through the stent cells into the ophthalmic segment aneurysm. This was successfully coiled using several coils. However, with the introduction of the final coil, the microcatheter was dislodged from the aneurysm. Angiography demonstrated a patent stent and an obliterated ophthalmic segment aneurysm. In the next phase, a microcatheter was advanced into the superior hypophyseal aneurysm. This was coiled successfully using several coils. However, attempts at placing an additional coil resulted in dislodging the catheter from the aneurysm. Angiography demonstrated near complete obliteration of the superior hypophyseal artery aneurysm and the stent as patent. During the last imaging runs, it was noted that there was some non-occlusive thrombus of the surface of the stent and at the base of the coils in each aneurysm. Slow flow was developing the right ophthalmic artery. Reopro ordered stat, (abciximab antithrombotic/platelet antiaggregant) was given thirty minutes later via IV. Angiography demonstrated some improvement in the thrombus and normal flow in the ophthalmic artery. Additional reopro was given. Angiography demonstrated minimal residual thrombus on the lower coil mass with clearing of the remainder of the thrombus and normal flow in the ophthalmic artery. The remainder of the right internal carotid circulation is unremarkable. The pt recovered from anesthesia without problems and was maintained on a heparin drip overnight. She was discharged 24 hours later with no new neurological or definite visual deficits.

Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was implanted into the pt. The lot number is unknown, therefore, a lot history record review could not be performed. Therefore, the MFR cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will be submitted.